Event description:
Information received from the field notes difficulty in interrogating the device and establishing a telemetry link. The device was in vvi due to patient atrial fibrillation. Lead impedance was >1990 ohms and the battery data was 1.83v, 4ua, <1 kohms.